Event description:
The medical center reported that the plastic piece on the braces is so loose that it can spin around quickly. One knee brace was actually on a pt and the plastic piece became loose that it unlocked and the pt became unstable almost re-injuring themselves. The drop lock is also sticking and not locking on many braces.

Manufacturer narrative:
Deroyal: the sample has not been returned for eval. The root cause of the issue could not be determined by the MFR. As a corrective and preventive action, add'l lock test steps were added to increase qc inspection.